Manufacturer narrative:
Concomitant medical products: allofit alloclassic shell 52/I I; catalog#: 4245; lot#: 2924755j17. Durasul, alpha insert, ii/32; catalog#: 0100013409; lot#: 2909113f17. Avenir, stem, standard, cemented, 6, taper 12/14; catalog#: 0106010206; lot#: 2861662f16. Unknown; catalog#: 66017747; lot#: 87114639. Unknown; catalog#: 66017775; lot#: 87185266. Therapy date: (B)(6) 2020. The manufacturer received operative reports and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain and implant fracture. Patient experienced spontaneous stress pain in the left hip with no trauma event noted.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the sulox head was implanted on (B)(6) 2018 and patient experienced spontaneous stress pain in the left hip joint, no trauma event is noted (it became acute for a long time past). The product was revised on (B)(6) 2020. Fragments were preserved. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Implant pns: lists all components implanted on (B)(6) 2018. All components are registered under product information or associated product information. Surgical report: implantation report, dated (B)(6) 2018: the report states the implantation of the reported components due to a femoral neck fracture. Nothing is stated that could point to a contributing factor relevant to the reported event. Revision report, dated (B)(6) 2020: the patient reports that she has been satisfied with the implant since surgery in (B)(6) 2018 due to a femoral neck fracture. Now she is complaining of sudden pain in the left hip joint, radiologically a fracture of the ceramic head is seen. The patient denied an accident neither recently nor a long time ago. During revision surgery, the hip joint capsule was seen to be severely scarred and the scar tissue was difficult to remove. When the joint capsule is opened, approx. 4 ml of clear effusion is emptied, no evidence of significant metal abrasion is found in the effusion. Some capsule tissue is removed and sent for histopathological examination. There are several fragments of the former ceramic head in the center of the cup, which are carefully removed. The polyethylene insert is then removed with a screw. The entire joint cavity is cleaned and rinsed out. The new components are then implanted with no noted problems. Patient data: female, born 1947, left hip. Product evaluation: visual examination the head and the insert were received for investigation. The ceramic head is fractured into several pieces. Slight metallic smearing can only be observed on the taper as well the taper end (proximal face surface) on one of the fracture pieces. The metallic smearing on the proximal face surface most likely occurred after the fracture of the head due to contact with the stem taper's face surface. The slight metallic smearing found on the taper surface does not match the commonly observed seating pattern indicating a proper seating. The other fracture fragments show slight metallic smearing in form of lines and dots that most likely occurred after the fracture due to contact with a metallic component and / or an instrument. The pe alpha insert shows damage in form of cuts, nicks and scratches. The articulation surface is worn and damaged in such. There is a ledge on the ground of the former articulation surface which indicates the repeated contact of the stem taper with the insert after the fracture of the head. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Incoming inspection: the documentation showed that all of the (B)(6) that were delivered to zimmer biomet were also released. The documentation confirms that all dimensions correspond to the specifications valid at the time of manufacturing. The surfaces were tested with penetrant and are confirmed to be free of cracks. The surfaces do not contain any impermissible defects. Conclusion: it was reported that the sulox head was implanted on (B)(6) 2018 and patient experienced spontaneous stress pain in the left hip joint, no trauma event is noted (it became acute for a long time past). The product was revised on (B)(6) 2020. The visual examination showed that the ceramic head is fractured into several pieces while the insert show damages consistent with secondary effects of the fractured head. The slight metallic smearing found on the taper surface does not match the commonly observed seating pattern indicating a proper seating. Based on this it remains unknown if a proper seating between the head and the stem was achieved. If and to what extend this may have contributed to the fracture of the head cannot be established. Further with no x-ray follow up it is impossible to evaluate possible changes to the bone and / or implant position in order to investigate possible contributing factors. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).